Manufacturer narrative:
All available info indicates that the device remains in service. There is no additional info available. If additional info becomes available the pi will be updated.

Event description:
Boston scientific crm received info that during the implant procedure, this implantable cardioverter defibrillator displayed shock impedance measurements <20 ohms and then varied from 50-60 ohms. Intermittent pacing was observed. A boston scientific technical services consultant discussed that it was likely a connection issue and discussed troubleshooting techniques. They did achieve good connections and impedance stabilized and was within range. Atrial pace impedance was also out of range. Pace impedance was >2000 ohms and noise was displayed. It was discovered to be a connection issue and was resolved. The rep commented that he further reviewed the rationale behind the new header design with cognis and teligen devices and why these improvements were made. He had great connections today on the cognis implant and no impedance issues as he experienced in a case the prior day. The physician felt better after having a smooth case under his belt and better understanding of the design rationale. The physician emphasized the importance of our efforts to educate physicians on the advantages of the new header design and why the new header implant techniques offer physician/pt advantages.